Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between nov 29, 2023 and apr. 25, 2024. If explanted, give date: unknown / not provided, best estimate before (B)(6) 2024. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye. The reason for the explant was not specified. No other information was provided.